Event description:
Customer stated an IV was secured with transpore tape during a colonoscopy procedure and alleges within a short time, began to have an "allergic" reaction under the tape which included redness and hives. States he was treated with oral prednisone and symptoms resolved. State has no previous history of reaction to adhesives and is seeking a medical opinion.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is e=being monitored and analyzed.